Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and/or lot number was not reported. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. A definitive cause for the unspecified device issue could not be determined. Based on the information reported through the research article, a conclusive cause for the unspecified device issue could not be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: estimated d4 - primary UDI number: the UDI is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch report number. Attachment article titled "perclose proglide¿ for vascular closure".

Event description:
This article aims to discuss the safety and efficacy of the proglide device, compared with surgical cutdown and to other devices and the subsequent reason for which proglide has rapidly become one of the most used vessel closure devices to achieve an optimal access-site hemostasis and to obtain a shorter time to ambulation. The following adverse effects were also mentioned to be related to the use of a prostar xl device: vascular complications. Specific patient information is documented as unknown. Details are listed in the attached article, "perclose proglide¿ for vascular closure."